Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure to install a utn nail, the tissue protection sheath and the cylindrical gouge slid down while opening the medullary cavity. When the gouge was removed it was found to have fractured, with the tip remaining inside the tibia at the proximal level in the patient. Removal of the tip was unsuccessful, so the specialist continued installing the nail and its respective locking mechanisms. The specialist verified with the image intensifier that the piece of gouge was not harmful for the patient and completed the procedure. This is report 1 of 1 for complaint (B)(4).